Event description:
Lap chole - "according to dr (B)(6), used the suction at the end of the case, found a small piece of triangular rubber. All instruments were checked, along with trocars, don't know where it came from."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent within upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.